Event description:
It was reported during a laparoscopic appendectomy the surgeon fired tsb35 across the appendiceal slump without difficulty. The tsb35 was reloaded with a tr35w and fired across the mesoappendix the result was no staples were fired and no cutting occurred. Another tr35w was reloaded and fired, again with the same result. An er320 was opened and the case was completed successfully. There was no pt consequence. Only one trw35 is being returned.

Manufacturer narrative:
Driver roll, wedge band bypass, broken towers left side of cartridge. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, a j00n8e b k020 and position/condition of wedge sleds, ab partially fired. Functional tests & results: condition of clamp first lockout, n/a; condition of clamping mechanism, n/a; condition of firing mechanism, n/a; condition of knife, n/a; condition of wedge bands, n/a; is hyper lockout condition present, n/a and result of attempted firing, n/a. Analysis conclusion: based upon the info recieved and the visual examination, it was concluded that cartridge a was returned with a wedge band bypass on the left side and with broken towers. Cartridge b was returned with a wedge band bypass on the left side, a separated pan, two bypassed staples, malformed wedge sleds, and partially drivers. No testing could be performed due to the condition of the cartridges returned. No conclusion could be reached as to how the cartridges had become damaged. The cartridge wedge sled design has been modified to reduce the occurrence of wedge band bypass.